Manufacturer narrative:
The pump was received with unresponsive buttons due to a corroded electronic assembly. No button error alarms were noted. The pump also had a corroded battery tube and minor scratches on the lcd window.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 70 mg/dl. Customer stated that she fell on the floor and there was water under the screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.